Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery depleted from 90% to 45% in one day. Reportedly, the customer frequently interacts with the pump. In addition, the wake button had stopped functioning. During troubleshooting with tandem technical support, the customer confirmed that the pump still turned on when plugged into a power source. The customer's blood glucose level was 175 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.